Event description:
Loss of osseointegration.

Manufacturer narrative:
Di (B)(4).

Manufacturer narrative:
UDI # (B)(4). Patient identifier "(B)(6) " updated.

Event description:
Loss of osseointegration.